Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system and the reported event (driveline infection) could not be conclusively determined through this investigation. It was reported on (B)(6) 2021 that the patient was up-listed on the transplant list due to a driveline infection (2916596-2020-04040). The patient received a heart transplant on (B)(6)2021. Additional information from the vad coordinator revealed that the patient was admitted to the clinic for their infection on (B)(6) 2021. The type of infection was discovered to be serratia. The patient experienced driveline drainage and no other symptoms. It was reported the device functioned as intended. (B)(6) was returned assembled with the pump cable severed at approximately 11.5¿¿ from the pump header and the distal portion was not returned. The sealed outflow graft and sealed outflow graft bend relief were returned attached to the pump outlet port. The apical cuff was returned attached with the cuff lock engaged. Examination of the textured blood-contacting surfaces revealed coagulated post-explant blood; however, no evidence of developed or adhered depositions or thrombus formations were observed. The pump header appeared to be discolored and upon further investigation the silicone layer covering the epoxy appeared to be detached from the pump housing. There were no signs of biological tissue ingress into or onto the pump header which suggested that the separation began during or post explant. The electrical pins appeared to be unremarkable. The retrieved lvad event and periodic log files revealed the pump operated as intended. The device was cleaned, rebuilt, and functionally tested under loaded conditions. The retrieved data showed normal pump power consumption and flow estimation that was within manufacturing specification. The pump operated as intended. The heartmate 3 left ventricular assist system instructions for use lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. This document also contains information regarding the recommended anticoagulation therapy and international normalized ratio range. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 left ventricular assist system instructions for use, rev. G is available. Section 1 lists infection as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are provided in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported on (B)(6) 2021 that the patient was up-listed on the transplant list due to a driveline infection (2916596-2020-04040). The patient received a heart transplant on (B)(6) 2021. Abbott received the returning pump on (B)(6) 2021.